Manufacturer narrative:
The investigation into the pump stop is complete. The device was returned for evaluation and the field rt data log was reviewed and multiple impella stopped ¿ motor current high alarms were confirmed on 09oct2021 at case start associated with motor current spiking to 1500ma. Visual inspection of the returned pump revealed that the red lumen was still present within the outflow cage, obstructing the impeller, and extending out of the pigtail. The red lumen flag/label was also present. The root cause of the pump unable to start was failing to remove the red lumen. Refer to es2019-234 for further information. This report is being filed as part of a retrospective review of historical records.

Event description:
The pump stopped, another device was used, and there was no harm to the patient.